Manufacturer narrative:
The lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited two years of remaining longevity which appeared lower then the previous checks. The device estimated longevity in number 20202 was five years remaining. Premature battery depletion was alleged. In additional the right ventricular lead safety switch was triggered and was currently in unipolar sensing after the pacing impedance measurements had risen to 1000 ohms in the bipolar sensing configuration to most recently > 3000 ohms. A request for technical review was needed. The deice and right ventricular (rv) lead remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this device exhibited two years of remaining longevity which appeared lower then the previous checks. The device estimated longevity in number (B)(4) was five years remaining. Premature battery depletion was alleged. In additional the right ventricular lead safety switch was triggered and was currently in unipolar sensing after the pacing impedance measurements had risen to 1000 ohms in the bipolar sensing configuration to most recently > 3000 ohms. A request for technical review was needed. The device and right ventricular (rv) lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this device exhibited two years of remaining longevity which appeared lower then the previous checks. The device estimated longevity in (B)(6) was five years remaining. Premature battery depletion was alleged. In additional the right ventricular lead safety switch was triggered and was currently in unipolar sensing after the pacing impedance measurements had risen to 1000 ohms in the bipolar sensing configuration to most recently > 3000 ohms. A request for technical review was needed. A review of the information by technical services (ts) confirmed that the power consumption was higher then normal and noted that after the lead safety switch was triggered this would have resulted in unipolar pacing and sensing, however, there it did not appear to be episodes showing noise/artifacts. The save to disk indicates that the rv configuration remains in unipolar. The device and right ventricular (rv) lead remains implanted.

Event description:
It was reported that this device exhibited two years of remaining longevity which appeared lower then the previous checks. The device estimated longevity in number 20202 was five years remaining. Premature battery depletion was alleged. In additional the right ventricular lead safety switch was triggered and was currently in unipolar sensing after the pacing impedance measurements had risen to 1000 ohms in the bipolar sensing configuration to most recently > 3000 ohms. A request for technical review was needed. A review of the information by technical services (ts) confirmed that the power consumption was higher than normal and noted that after the lead safety switch was triggered this would have resulted in unipolar pacing and sensing, however, there it did not appear to be episodes showing noise/artifacts. The save to disk indicates that the rv configuration remains in unipolar. The device and right ventricular (rv) lead remains implanted. It was additionally reported that the pacemaker was explanted and replaced. The device was returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this device exhibited two years of remaining longevity which appeared lower then the previous checks. The device estimated longevity in number 20202 was five years remaining. Premature battery depletion was alleged. In additional the right ventricular lead safety switch was triggered and was currently in unipolar sensing after the pacing impedance measurements had risen to 1000 ohms in the bipolar sensing configuration to most recently > 3000 ohms. A request for technical review was needed. A review of the information by technical services (ts) confirmed that the power consumption was higher then normal and noted that after the lead safety switch was triggered this would have resulted in unipolar pacing and sensing, however, there it did not appear to be episodes showing noise/artifacts. The save to disk indicates that the rv configuration remains in unipolar. The device and right ventricular (rv) lead remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this device exhibited two years of remaining longevity which appeared lower then the previous checks. The device estimated longevity in november 2020 was five years remaining. Premature battery depletion was alleged. In additional the right ventricular lead safety switch was triggered and was currently in unipolar sensing after the pacing impedance measurements had risen to 1000 ohms in the bipolar sensing configuration to most recently > 3000 ohms. A request for technical review was needed. A review of the information by technical services (ts) confirmed that the power consumption was higher than normal and noted that after the lead safety switch was triggered this would have resulted in unipolar pacing and sensing, however, there it did not appear to be episodes showing noise/artifacts. The save to disk indicates that the rv configuration remains in unipolar. The device and right ventricular (rv) lead remain implanted. It was additionally reported that the pacemaker was explanted and replaced. The device was returned for analysis.